Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/26/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings: a review of the pump¿s black box showed evidence multiple occlusion alarms with occlusions of high force. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no alarms or warnings occurring. The pump exercised for 24 hours with no occlusions. The pump performed within required specifications. The complaint was shown in the pump history but was not duplicated during investigation.